Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device has not identified product error regarding the reported event. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Complaint description: der states that the liner disassociated from the cup and was also broken . It was indicated that only the head was replaced upon revision. It was reported that the patient has a bilateral pinnacle hips but the other side was fine.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the liner disassociated from the cup and was also broken . It was indicated that only the head was replaced upon revision. It was reported that the patient has a bilateral pinnacle hips but the other side was fine.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.